Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital under cardiac arrest. The patient was revived with CPR. The device was found to be normal and working fine. The root cause of the low blood pressure and no pulse was low cardiac outputs. The patient was moved to the critical care unit and was stable as far as arrhythmia monitoring was concerned.